Event description:
According to the reporter, they had a bravo capsule which was not in the expected are when the endoscope was inserted to confirm placement. The capsule was retrieved from the back of the throat by the physician and a second capsule was prepared and placed in the esophagus to continue the procedure. There was no harm to the patient, no repeat procedure was performed and the defective device will not be returned for investigation. There was no patient or user harm due to the alleged device malfunction.